Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing. Low sensing values on the right ventricular (rv) lead were noted. It was also reported that the device had suspected premature battery depletion. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the distal electrode was covered in blood. The outer insulation had a cosmetic depression. The overlay tubing had cosmetic environmental stress cracking. The defibrillator superior vena cava conductor had an exposed coil due to being pulled/stretched/overstress. Visual analysis noted apparent explant damage.

Manufacturer narrative:
(B)(4).